Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted into the patient's right eye (od). Lens rotation was observed. Reportedly, "patient had a bilateral toric icl that have rotated twice post-surgically. I am looking to explant the lenses and implanting a new toric lens at the axis the lens seems to like to sit at (90 degrees right eye).